Event description:
The subject ICD was implanted on (B)(6) 2016. On (B)(6) 2016, patient was in atrial fibrillation. Reportedly, the patient suffered several sustained vt episodes at 180-185bpm during long periods of time (one of them for 13 hours), which were not treated by the ICD. When parad+ algorithm is searching for pr association, the majority is never reached, which prevents from delivering therapy. Only one therapy (atp) has been delivered, but the onset of the vt cannot be checked in the corresponding episode because data were not recorded at that time. It was expected that the therapy would have carried on according to the programmed settings (3 bursts and shocks) in the window of 165-190bpm for slow vt. The physician suspects a misclassification of the episodes, and is complaining about the lack of data at the moment of the onset. The patient reportedly underwent an av node ablation on (B)(6) 2016. Preliminary analysis results showed that the ICD behaved as expected, in accordance with the programmed settings.

Event description:
The subject ICD was implanted on (B)(6) 2016. On (B)(6) 2016, patient was in atrial fibrillation. Reportedly, the patient suffered several sustained vt episodes at 180-185bpm during long periods of time (one of them for 13 hours), which were not treated by the ICD. When parad+ algorithm is searching for pr association, the majority is never reached, which prevents from delivering therapy. Only one therapy (atp) has been delivered, but the onset of the vt cannot be checked in the corresponding episode because data were not recorded at that time. It was expected that the therapy would have carried on according to the programmed settings (3 bursts and shocks) in the window of 165-190bpm for slow vt. The physician suspects a misclassification of the episodes, and is complaining about the lack of data at the moment of the onset. The patient reportedly underwent an av node ablation on (B)(6) 2016. Preliminary analysis results showed that the ICD behaved as expected, in accordance with the programmed settings.